Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. There was no damage to the shaft. Functional testing was completed by advancing a guidewire through the catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 90% target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Following stent placement, the 12mm x 2.25mm mr nc quantum apex¿ balloon catheter was advanced for post dilatation. After the device was inflated at 20 atmospheres for 20 seconds, it was deflated without issues. The physician then attempted to remove the device via the guidewire, however, strong resistance was encountered. A guidewire lumen damage was suspected. The event did not affect the procedure and it was completed with this device. No patient complications were reported and patient's status was good.

Event description:
It was reported that removal difficulties occurred. The 90% target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Following stent placement, the 12mm x 2.25mm mr nc quantum apex¿ balloon catheter was advanced for post dilatation. After the device was inflated at 20 atmospheres for 20 seconds, it was deflated without issues. The physician then attempted to remove the device via the guidewire, however, strong resistance was encountered. A guidewire lumen damage was suspected. The event did not affect the procedure and it was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).